Event description:
The manufacturer received information on a garbin evo, alleging maintenance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, an error code related to the battery was observed. Evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. The device's internal battery needs replaced to address the issue. Additionally, during evaluation a ventilator inoperative error code was received. Evt_tpy_held_in_bm means the therapy cpu is still running in boot monitor software. This information does not indicate a malfunction of the device, yet a result of the service being provided. It has been concluded that the trigger for this condition would not occur during normal operation and use on a patient; therefore posing no additional safety risk for a patient. The system board needs replaced to address the issue. Also, during evaluation non-reportable error codes were observed. Evt_detach_batt_failed means the detachable li-ion battery is reporting a permanent failure. It is recommended that the device's detachable battery be replaced by the customer. Evt_presspair_err is captured when the main outlet pressure sensor encounters an error condition and the software switches the pressure control to the redundant sensor. The device's system board needs replaced to address the issue. Evt_start_stop_latch_reset_stuck means there was a start/stop key latch failure. The device's system board needs replaced to address the issue.

Manufacturer narrative:
The reported error code related to the battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.